Manufacturer narrative:
(B)(4). Batch #u9344v. Investigation summary: the device was received the lower jaw detached at the welding point. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Additional information was requested, and the following was obtained: there are 2 products involved in this procedure. Are there any lot numbers that could distinguish between these 2 products? If yes, what are the lot numbers? Which lot number only had the top jaw broken off? Which lot number had the entire jaw broken off? There is no report about the lot number. No further information will be available. Were these re-processed instruments? No further information will be provided. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic urological procedure, on the first device, it was found that the lower jaw protruded when the nurse received the device during the operation. The device was replaced, but the inner cylinder came out from the device when the nurse was cleaning the jaws with the gauze. The device was used around the kidney. No pieces fell into the patient. Gen11 was used. Another device was used to complete the case. One device¿s cord had been cut because the connection part did not come off. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 9/17/2020. Photo analysis: this is an evaluation of the picture provided by the account and not of the actual instrument. Image1: the image provided by the customer is that of an etrio335h device with jaws and active rod detached. The jaws were detached from the welding points. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.